Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. We found only that the date of manufacture was in 2004, since the subject device was not returned to the repair department even after more than 20 days had passed. The day and month were unknown. Also, since the subject device was not returned to the repair department even after more than 20 days had passed, it is presumed that there was no abnormality in the subject device and the lamp error occurred because both of the lamp a and b were burned out due to the lifetime or an accidental failure and the lamps did not light up.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to omsc for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the two halogen lamps (a & b) could not light up. The message "lamp error" was always displayed beforehand. There was no report of patient injury associated with the event.